Manufacturer narrative:
(B)(4).

Event description:
It was reported that the time and date did not save to the device. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No injury or medical intervention was reported.